Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1672 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse states patient with powerpicc (reference#: (B)(4), lot# redy1672) 4f, sl has a broken clamp. Asking if it can be repaired with another clamp or do they have to replace the PICC." Ms&s explained that the clamps on the powerpicc are part of the powerpicc and not a separate item. We have had people ask if they can use extension tubing to clamp the PICC with a broken clamp. We do not have information to support this application but are aware that it has been done. The decision on how to proceed is a clinical/medical decision made by the doctor.